Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: (B)(4) implantable cardioverter defibrillator implanted: 2008 (B)(6), explanted: 2013 (B)(6); 4574 im plantable pacing lead 2004 (B)(6), 4193 implantable pacing lead 2004 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was rising from pre-operation to intra-operative when measured through an analyzer. The rv lead rise in threshold was verified intra-operative when the rv lead was connected to the new device. The rv lead was attempted to be replaced, however, the attempt was unsuccessful due to the physician being unable to bypass existing leads and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.